Event description:
It is being reported a (B)(6) female who originally had an acl procedure in (B)(6) 2004 in which an intrafix tapered screw 6-8 x 30 mm screw was used. The patient had persistent pain in her knee for multiple reasons. As of the date of this report those reasons have not been defined. The surgeon performed additional surgeries in (B)(6) 2005, (B)(6) 2008; (B)(6) 2009. As of the date of this report details of those additional surgeries have not been provided. On (B)(6) 2010 the surgeon performed a total knee replacement. In (B)(6) 2011, the patient began having pain again which coincided with the area the screw was located. The surgeon diagnosed the patient with pes anserine bursitis and treated the knee conservatively with only transient benefits. On (B)(6) 2012 the surgeon performed surgery on the patient's knee and discovered the pain was being caused by reactive tissue and bursitis around the tibial screw. He removed the screw and sheath. Immediately following the surgery the patient developed a hematoma and surgery was performed on (B)(6) 2012 to treat the hematoma. By (B)(6) 2012 the pain was gone. Sometime after that, the patient began having drainage and redness in the knee. The patient sought a second opinion and on (B)(6) 2012 the second surgeon performed a wound debridement. The patient had developed and allergic reaction to the tegaderm, the culture grew out klebsiella. Depuy mitek is in the process of obtaining additional information.

Manufacturer narrative:
The complaint devices are not being returned, therefore they are not available for physical evaluation and root cause analysis. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. In addition, a review into the depuy mitek complaints system revealed no other complaints of any kind for the reported lot number. No further corrective or preventative action is warranted at this time. Depuy mitek in the process obtaining additional information as it appears the patient has multiple conditions. When and if additional information is received pertinent to the complaint it will be evaluated and the conclusions will be reflected in a follow-up report. Please also see associated medwatch report 1221934-2012-00255.